Event description:
A customer reported, that the unit of measure setting on their freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.